Manufacturer narrative:
Patient information was not provided by the customer. The field service engineer (fse) confirmed the reported problem and after troubleshooting he found that the sample prep syringe was sticky. The fse replaced the sample prep valve and sample prep syringe which resolved the issue. Bec internal identifier - (B)(4).

Event description:
The customer reported that when running samples on the aquios cl flow cytometry system they obtained very low values and when they rerun the same sample, they obtained very high values. Erroneous results were generated but not reported out of the laboratory. There was no report of death, injury, or change to patient treatment as a result of this event.